Event description:
The customer contacted physio-control to report that their device was missing the lid latch assembly and that there was a black piece of plastic lodged in the charge-pak compartment. The black piece of plastic was part of the lid latch assembly. Without the lid latch assembly, the device would not be able to power on after it was powered off. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio observed that the device wouldn't power on with the missing lid latch assembly. Physio was unable to determine the cause of the missing lid latch assembly. The customer received a replacement device.